Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient was receiving the power on reset (por) icon. The patient had breast cancer and was receiving radiation treatment. The patient received the por after six rounds of radiation. The por was cleared with help from the manufacturer's patient services, and the issue was resolved. No surgical intervention occurred or was planned. The patient was alive with no injury, and no symptoms were reported. The issue occurred during normal use.